Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device jaw was locked on tissue. The surgeon took his time and retracted the blade slowly. The surgeon was on stomach while doing the procedure (using a purple cartridge). Everything was fine, when the surgeon activated the device completely. It was when he wanted to retract the blade that the surgeon find a hard time to do so. The staple line was good and no bleeding. The surgeon used the same handle and tried a new cartridge but not able to activate the cartridge. Another handle was opened to complete the procedure. No patient injury has been noted.

Event description:
According to the reporter, intra-operatively, the device jaw was locked on tissue. The surgeon took his time and retracted the blade slowly. The surgeon was on stomach while doing the procedure (using a purple cartridge). Everything was fine. When the surgeon activated the device completely. It was when he wanted to retract the blade that the surgeon find a hard time to do so. The staple line was good and no bleeding. Another handle was opened to complete the procedure. No patient injury has been noted.